Manufacturer narrative:
(B)(4). Per investigation by local dealer, they were able to stop the lift by pressing the emergency stop button equipped on the lift, and the client was lowered back into the tub. The hand control was replaced on the lift and it is now working as designed.

Event description:
Dealer was informed that a client was sitting on bath bench brushing teeth and lift raised on its own to ceiling. Had to hit stop button to get it to lower. No injury reported.